Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was reportedly discarded and will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted.  This is the final report.

Event description:
The recipient reportedly experienced an infection at the implant site. The recipient presented with purulence. The recipient's device was explanted.

Manufacturer narrative:
The recipient reportedly underwent purulence cleaning many times prior to explant surgery, however, the issue did not resolve.

Manufacturer narrative:
Due diligence attempts to obtain details regarding treatment were unsuccessful. The recipient has reportedly healed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.